Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, investigation findings, investigation conclusions) and h10 (provide narrative/data). Additional information was received via additional medical records. In addition to the stenosis and hypoattenuated leaflet thickening (halt) observed, there was leaflet motion restriction. The patient was noted with dyspnea and heart failure. It was confirmed that the patient underwent a successful valve in valve procedure with a 29 mm sapien 3 ultra resilia valve. There was no paravalvular leak (pvl), and the mean gradient was 3 mmhg. The patient tolerated the procedure well and was transferred to the critical care unit (ccu) in stable condition. The investigation is ongoing. Further investigation of this event revealed the additional information received via additional medical records was previously reported under manufacturer report number 2015691-2024-00384. As such, the information submitted under manufacturer report number 2015691-2024-00384 is a duplicate report. Any additional information pertaining to the reported event will be submitted under manufacturer report number 2015691-2024-00258.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. In this case, the thickened valve leaflet, valve leaflet motion restriction and valve stenosis that resulted in a valve in valve being performed were confirmed based on the medical records provided for evaluation. A review of the DHR and complaint history did not provide any indication that a manufacturing non-conformance contributed to the events. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien m3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the events. As reported, approximately 9 months post transseptal transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien m3 valve, a transthoracic echocardiogram (tte) performed revealed the mitral valve mean gradient was 17 mmhg. The mitral valve peak gradient was 37 mmhg. Approximately 10 months post tmvr procedure, a tte performed revealed the mitral valve mean gradient was 10 mmhg with possible prosthetic valve stenosis. Additional information was received via additional medical records confirming there was hypoattenuated leaflet thickening (halt) with severe mitral stenosis. Per instructions for use (IFU), leaflet thickening is one of the potential adverse events associated with the use of valve. Thickened leaflets may be caused by several patient-related factors including early valve deterioration (svd) (e.g., stenosis), non-structural dysfunction (e.g., pannus), or thrombosis (formation of blood clots on the valve). Svd (calcification) and pannus formation develop progressively over time. Valve thrombosis is the formation of significant blood clots on the valve, which can significantly impact the leaflet and its proper functionality. Per the medical records, there was no evidence of calcification and/or svd. There was also no mobile vegetation. As such, a definitive root cause was unable to be determined at this time; however, the event may be due to patient factors not provided. Per the IFU, stenosis is a potential adverse event associated with the use of valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse potentially resulting in the reported event of restricted prosthetic leaflet motion. The reported thickened leaflet in this case can impact leaflet mobility/functionality and proper leaflet coaptation as reported, which can then result in additional assessment of stenosis or the narrowing of the orifice of the valve. As such, the available information suggests that patient factors (leaflet thickening) may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation; however, medical records were provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, valve stenosis and thickening are listed as potential risks associated with the valve, delivery system and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the reported events of leaflet thickened/hypoattenuated leaflet thickening (halt) and valve stenosis were confirmed based on the medical records that were provided for evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the events. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien m3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 9 months post transseptal transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien m3 valve, a transthoracic echocardiogram (tte) performed revealed the mitral valve mean gradient was 17 mmhg. The mitral valve peak gradient was 37 mmhg. Approximately 10 months post tmvr procedure, a tte performed revealed the mitral valve mean gradient was 10 mmhg with possible prosthetic valve stenosis...additional information was received via additional medical records confirming there was hypoattenuated leaflet thickening (halt) with severe mitral stenosis." Per instructions for use (IFU), leaflet thickening is one of the potential adverse events associated with the use of valve. Thickened leaflets may be caused by several patient-related factors including early valve deterioration (svd) (e.g., stenosis), non-structural dysfunction (e.g., pannus), or thrombosis (formation of blood clots on the valve). Svd (calcification) and pannus formation develop progressively over time. Valve thrombosis is the formation of significant blood clots on the valve, which can significantly impact the leaflet and its proper functionality. Per the medical records, there was no evidence of calcification/svd. In addition, there was no mobile vegetation. In this case, a definitive root cause was unable to be determined at this time; however, the event may be due to patient factors not provided. Per the IFU, stenosis is a potential adverse event associated with the use of valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The thickened leaflet in this case can impact leaflet mobility/functionality and proper leaflet coaptation, which consequently results in stenosis or the narrowing of the orifice of the valve. In this case, available information suggests that patient factors (leaflet thickening) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The complaint device, sapien m3 valve - model 9880tfx29mclus, is not sold or marketed in the us; however, it is deemed similar to the sapien 3 transcatheter heart valve - model 9600tfx29, PMA # p140031. The PMA/510k field will be blank. The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported from a clinical study, approximately 9 months post transseptal transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien m3 valve, a transthoracic echocardiogram (tte) performed revealed the mitral valve mean gradient was 17 mmhg. The mitral valve peak gradient was 37 mmhg. Approximately 10 months post tmvr procedure, a tte performed revealed the mitral valve mean gradient was 10 mmhg with possible prosthetic valve stenosis. The patient was planned for right heart catheterization (rhc) during the hospitalization. Heparin was started and the patient remained hospitalized. Additional information was received revealing approximately 11 months post tmvr procedure, a four-dimensional computed tomography (4d CT) performed showed hypo-attenuating leaflet thickening (halt). Subsequently, the patient underwent a mitral valve in valve procedure with intracardiac echocardiography (ice) to treat.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code) and h10 (provide narrative/data). Additional information was received via medical records revealing confirmation of increased gradient. The patient was noted to have developed community acquired pneumonia which may have resulted in increased dyspnea and the increased gradients and the possible stenosis. Subsequently, additional information was received revealing approximately 11 months post valve in valve procedure, a post procedure transthoracic echocardiogram (tte) performed revealed a small mobile echodensity on the left ventricular outflow tract (lvot) side of the mitral valve prosthesis, potentially consistent with a single chordae rupture. On the following day, a tte was performed documenting that the echodensity was not well visualized. Additional medical records were then received confirming there was hypoattenuated leaflet thickening (halt) with severe mitral stenosis. The patient was noted to have undergone a successful valve in valve procedure with a valve of unknown size implanted within the 29 mm sapien m3 valve and dock. The patient was noted with hypotension post operatively and it was treated with medication. The patient was discharged approximately 4 days post valve in valve procedure. The investigation is still ongoing.